Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, it was impossible to coagulate with monopolar instrument. Prior to calling tech support, site already power cycled integrated electro surgical unit (iesu), changed monopolar port but issue remained. Only cut function was available with monopolar instrument. Technical support engineer (tse) asked site if they have a spare esu in the hospital, they did not. The tse asked if a magnetic disturber device like CT was present in the or, caller stated no. Tse informed that the iesu was faulty, and it had to be replaced to fix the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: further information about the case was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a coagulation, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found hard c-34 errors on the esu at startup and replaced the esu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint and failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The complaint regarding esu issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu)] coagulation function did not work after the start of the procedure and the surgeon was able to continue with the procedure robotically without backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode and the reported failure ¿c-34 error on startup¿ was confirmed and reproduced. The unit will be returned to original equipment manufacturer (OEM) for repair. Visual inspection found the returned unit was in good condition. The complaint regarding iesu issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.